Event description:
The patient underwent generator replacement surgery. The suspect lead remains implanted, and the impedance following the surgery was still low. No further known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns revision due to low lead impedance. No patient adverse events have been reported due to the low impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient's generator and lead was replaced due to low lead impedance. Product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that the patient has experienced an increase in seizures due to therapy not being delivered because of the low impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.